Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to a lead fracture. It was noted that the sensing portion of the lead was fractured. A new sense/pace lead was added and the defib portion of the lead remains active.